Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2002, product type: implantable neurostimulator. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4). Analysis of the implantable neurostimulator (ins) (s/n (B)(4).) Found it had a punchout hole in the #0 grommet.

Event description:
The ins was returned with no allegation against the device or therapy.